Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experience bent cannula event occurred on (B)(6) 2026. This led to high blood glucose level and had symptoms of shaking, feeling cold, tired, sleepy and managed by changing the infusion set.